Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon initial interrogation, a warning message was triggered regarding the battery condition. The memory content of the device was inspected. The inspection revealed that the battery voltage decreased faster than expected. However, the current consumption was normal. The ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. During subsequent analysis, the pacemaker was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies but the battery was found to be almost depleted. The battery was disconnected from the electronic module. Further thorough investigation of the electronic module did not show any abnormality. The current consumption proved to be normal and expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed an almost depleted battery and the microcalorimetry analysis showed an elevated heat dissipation. Next, the inspection of the inner assembly of the battery an internal short circuit within the battery was identified, which led to an elevated internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, an elevated internal self-depletion within the battery was found to be the root cause for the clinical observation. Based on the analysis all therapy functions of the device were entirely available while the device was implanted and in service. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason, we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in the future.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon initial interrogation, a warning message was triggered regarding the battery condition. The memory content of the device was inspected. The inspection revealed that the battery voltage decreased faster than expected. However, the current consumption was normal. At a next step the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. During subsequent analysis, the pacemaker was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies but the battery was found to be almost depleted. The battery was disconnected from the electronic module. Further thorough investigation of the electronic module did not show any abnormality. In particular the current consumption proved to be normal and expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed an almost depleted battery and the microcalorimetry analysis showed an elevated heat dissipation. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly of the battery an internal short circuit within the battery was identified, which led to an elevated internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, an elevated internal self-depletion within the battery was found to be the root cause for the clinical observation. Based on the analysis, all therapy functions of the device were entirely available while the device was implanted and in service. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason, we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
On (B)(6) 2018, this device was interrogated and found to have less than 5% left on battery. Six months prior, interrogation showed five years of battery life remaining. Device was in backup mode during (B)(6) 2018 interrogation and had a battery error. Device was explanted on (B)(6) 2018, and manufacturer analysis found an internal short circuit within the battery, which led to an elevated internal self-depletion. No adverse patient events were reported. Should additional information be received, this file will be updated.